Manufacturer narrative:
(B)(4) follow up a single syringe was reported to contain particulate matter. As no physical sample was returned, a comprehensive evaluation could not be conducted. To support the investigation, one photograph of a 10ml luer-lok syringe was submitted for review by the quality team. The image depicts a loose syringe filled with an unidentified clear fluid. The reported foreign matter is not visible in the photograph and therefore cannot be confirmed. Based on visual assessment, the syringe appears to meet product specifications. A review of the device history record was completed for material number 302995, lot 4354523. The review confirmed that all visual inspections were performed in accordance with established requirements, with no quality notifications related to the reported condition. The lot was inspected and accepted per the inspection control plan, approved for shipment, and found to be in compliance with product specification requirements. No similar events have been reported for this lot to date. Based on the investigation, the reported condition could not be verified from the photograph provided. A physical sample is necessary to enable a more thorough evaluation and accurate determination of root cause.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: material#: 302995. Batch#: 4354523. It was reported by the customer that contained one 10ml syringe with particulate matter. Verbatim: rcc received a complaint via email. Email(s) attached. Phenylephrine batch contained one 10ml syringe with particulate matter. 10ml syringe lot 4354523. Expiry 11-30-2029 in stock 1152. Phenylephrine hydrochloride lot m24104. Expiry 12-31-2026. B in stock 123.